Manufacturer narrative:
For the examination, a submitted photo of a logbook extract was evaluated. The stored error codes indicate a temporarily faulty pcb front controller or electromagnetic interferences above the immunity level valid at delivery of the device. As the pcb front controller was just replaced on (B)(6) 2019 and the device has run flawlessly since then, it is assumed that external interference caused the issue. If the device error 08.36.101 is detected by the device, a warm start is performed. During a warm start, the airway system is opened to allow for spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the old parameters. During a warm start, the power failure alarm is generated acoustically, and the display is set to dark. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped with a "frozen" screen. The device had to be restarted manually. No injury reported.